Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Event history log of the pump was reviewed and no evidence of the reported complaint was noted. Device underwent delivery accuracy testing, which found the device to be delivering within specification. The reported customer complaint was unable to be confirmed.

Event description:
Information was received indicating that more medical fluid remained in the cassette than indicated on the screen of the smiths medical cadd legacy plus pump. It was reported that 30 ml of fluid was left unused while 16ml was supposed to remain in the cassette of the pump. No adverse effects were reported.